Manufacturer narrative:
Livanova (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that a s5 double head pump had an incorrect label attached. There was no patient involvement.

Event description:
See initial report.

Manufacturer narrative:
As a result of the investigation the root cause was an operator error.